Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead (B)(6) 2013; a2dr01 implantable pacemaker (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a loss of capture and possible dislodgement. It was also reported that there was some far field r-wave (ffrw) oversensing. The ra lead was repositioned and remains in use. During the ra lead reposition, the right ventricular (rv) lead was revised due to having "little slack in the lead." The rv lead remains in use. No patient complications have been reported as a result of this event.